Manufacturer narrative:
Date of event corrected.

Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; amiodarone, aspirin, eliquis, lipitor, lovenox, ferrous sulfate, furosemide, gabapentin, isosorbide mononitrate, levothyroxine, lidocaine topical patch, omega-3 and protonix.. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2014, this patient underwent repair of a 41.8 mm abdominal aortic aneurysm and left common iliac artery (lcia) aneurysm with gore® excluder® aaa endoprostheses. Final angiography identified a type ii endoleak. No action was reportedly taken to treat the endoleak, and the patient tolerated the procedure. On (B)(6) 2014, follow up imaging showed persistence of the type ii endoleak, with evidence of inferior mesenteric and lumbar involvement. The images also showed an abdominal aorta diameter of 42.9mm (1.1mm of enlargement). On (B)(6) 2014, follow up imaging showed persistence of the type ii endoleak with inferior mesenteric and lumbar involvement. The abdominal aorta diameter is measured at 46.2mm (4.4mm of total enlargement). On (B)(6) 2015, follow up imaging showed persistence of the type ii endoleak with lumbar artery involvement. The abdominal aorta diameter is measured at 48.4mm (6.6mm of total enlargement). On (B)(6) 2016, follow up imaging showed an indeterminate endoleak and reported device ovalization of the long leg of the trunk-ipsilateral component. The abdominal aorta diameter is measured at 53.6mm (11.8m of total enlargement).